Event description:
During evaluation of a returned homechoice device, a high drain error 102 alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 09:59:22 during the night drain cycle two. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.